Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The customer reported that during hourly rounds the tubing was found to be cracked and leaking tpn. There was no report of patient harm.